Event description:
It was reported that the stent partially deployed, and surgery was required to remove the stent. A 6mm x 80mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery (sfa). The 100% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. A contralateral approach was used to access the lesion. The lesion was pre-dilated 3mm. During the procedure, the handle felt heavy and resistance was experienced during stent deployment. High force was required to turn the thumbwheel. Approximately 1-2cm of the stent deployed. The patient underwent surgery to remove the stent. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post procedure.